Event description:
The dr used the handpiece to pull the cheek away during oral surgery instead of using retractors. The inside of the pt's cheek was burned. The tissue around the burn was debrided away.